Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced tones. It was noted the patient placed a magnet over the device and the beeping stopped. The device was interrogated in clinic then a device save to disk file was sent to analysis. Engineering analysis noted that this device was exhibiting premature battery depletion (pbd). Later, this device was explanted due to pbd and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) produced tones. It was noted the patient placed a magnet over the device and the beeping stopped. The device was interrogated in clinic then a device save to disk file was sent to analysis. Engineering analysis noted that this device was exhibiting premature battery depletion (pbd). Later, this device was explanted due to pbd and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for further investigation.